Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (specific date not reported) due to severe device retention issues. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.